Manufacturer narrative:
A patient experienced an infection at the ipg pocket site was reported to abbott. Surgical intervention was undertaken wherein the ipg was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg pocket site. Surgical intervention was undertaken wherein the ipg was explanted to address the issue